Event description:
It was reported that the lead was implanted in a patient who collapsed due to av block. Thresholds were "ok" after the implant. The physician had some difficulty using the locator. Several hours post implant, the patient expired due to tamponade.